Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir tube lip on his insulin pump was damaged; the reservoir would not fit into the device properly. The patient's blood glucose at the time of incident was 149 mg/dl. The customer was unable to determine how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was not returned or replaced; the customer declined a loaner insulin pump and will contact medtronic if he changes his mind.